Manufacturer narrative:
D4 - the product code/lot number combination is unknown for this complaint, therefore the UDI number has not been provided. The actual sample was not available to be returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. The product code/lot number combination was not provided by the user facility which prevented a meaningful review of production and complaint records. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : actual device not available

Event description:
The user facility reported shearing and/or breakage of the glidewire device. Follow up communication with the user facility confirmed the following information: a glidewire was advanced through an access needle; a piece of the glidewire may have been sheared and/or broken off inside of the patient; and it is unclear, at this time if the piece of the wire was retrieved.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide additional information received. The actual device was not available to the manufacturing facility for evaluation. With no return of the actual sample and no product code/lot number information available, the investigation for this complaint was extremely limited. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the additional information provided by the involved doctor, it is likely that the actual sample was withdrawn through the needle in the state of its urethane outer layer having contact with the metal needle used in combination with the actual sample, resulting in the reported shearing and breakage of the urethane outer layer. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following; "do not manipulate or withdraw the glide wire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information received from the user facility confirmed that the needle used in combination with the actual sample was a metal cook needle. The cook needle was used for femoral access.